Manufacturer narrative:
Supplemental is being submitted as section was missing from initial report. Section has been updated.

Event description:
Hold for nora 11.3

Manufacturer narrative:
No product was returned for evaluation, nor were xrays provided to confirm the reported event. Information received indicate patient may have not complied with post-operative recommendations. Labeling review: potential adverse events and complications "as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Post-operative warnings "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." Patient education: 'the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." No product returned for evaluation.

Event description:
On (B)(6) 2017, a patient underwent posterior lumbar interbody fusion at l5/s1 level. On (B)(6) 2017 patient underwent a revision procedure to replace a back out interbody, during the procedure it was noted four fixation screws had loosened, screws and interbody have been replaced.